Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons was unresponsive. The customer¿s blood glucose was unknown. Customer stated battery cap was stripped and batteries fall out. Customer also stated that insulin pump had random no deliver alarm. The device will be returned for analysis.